Manufacturer narrative:
A field service engineer (fse) went on-site and discovered that the analyzer had rolled on top of waste tubing causing back pressure. Fse cleared the line and also replaced shorted out samples wheel motor caused by leaking cta. This issue is now resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding fluid leak coming from closed tube aliquotter (cta) wash cup of the unicel dxc 600i synchron access clinical system. No injury was reported and no erroneous results were generated.